Manufacturer narrative:
The device was returned for investigation. The evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
It was reported that the patient was readmitted due to elevated levels of lactate dehydrogenase (ldh), hematuria and suspected pump thrombus despite medical therapy. A pump exchanged was subsequently performed on (B)(6) 2017. After the pump exchange, the ldh trended down to the 500's u/l and the patient was reportedly doing well.

Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 1 year. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital with an elevated lactate dehydrogenase (ldh) level greater than 1,000 u/l. The patient was administered a heparin infusion. The patient left the hospital against medical advice after 4 days. The patient's ldh level trended down to the 800 u/l range on (B)(6) 2017. On (B)(6) 2017, the patient's ldh was elevated to 1138 u/l. The patient was brought in to the hospital for a heparin infusion and pentoxyfylline was added. The patient's ldh level remains in the 1400 u/l range. No further symptoms or power elevations. At the time of admission on (B)(6) 2017, the patient's inr level was 3.7. No further information was provided.

Manufacturer narrative:
Evaluation of the returned device confirmed the presence of thrombus. Although a specific cause for the development of the thrombus and the duration of its presence within the pump could not be conclusively determined, it would have contributed to the reported elevation in the patient's ldh. The pump was returned assembled with the driveline severed approximately 0.5 inches from the pump housing and two distal portions were returned measuring 1.5 inches and 11 inches respectively. The sealed inflow conduit and sealed outflow graft conduit were not returned. Upon disassembly, visual inspection of the blood-contacting surfaces revealed a tissue-like thrombus on the proximal side of the outlet stator. Contact marks were observed on the tapered outlet section of the rotor body and outlet bearing cup, and the tissue showed evidence of denaturation indicating that it was present while the device was supporting the patient. The tissue lacked laminated layering which indicated that it did not initially form in the outlet stator, however, the exact origin of the thrombus could not be conclusively determined. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.